Event description:
The customer reported to olympus that during the diagnostic bronchoscopy/ebus , all of a sudden the screens went black and the power went out on the evis exera ii ultrasonic bronchofibervideoscope and when the tube was pulled out, the tip was bent. The procedure was one and a half hours long and was extended by about 10 minutes due to not being able to straighten the scope. A glidescope was used to assist with scope removal and anesthesiology was called to assist visualizing the vocal cords during the removal of the scope. The condition of the patient was not impacted by the failure. A different scope was used to complete the procedure and the outcome was not affected.

Manufacturer narrative:
The device was returned for evaluation, and the customers allegation of the screen going black and power going out was not confirmed. However, the bent tip was confirmed. Additional findings include the following: there was leaking at the biopsy channel, there were minor scratches at the probe tip and a deep scratch at the biopsy opening; the bending section cover glue had cracks; the forceps channel had leaking; the image was foggy and the image guide was broken; there was a broken element on the ultrasound image; there was intermittent switch function; the bending section was detached; there was fluid and corrosion on the control body; the scope connector, ultrasound connector, and light guide all had fluid; there was low angulation and the insulation was low. A review of the device history record found the device was shipped in compliance with the specification and there were no problems at the time of release. It has been over 12 years since the subject device was manufactured. Based on the information available, it is not possible to identify the root cause of the reported event. This issue is addressed in the instructions for use (IFU): do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. The cover of the irrigation port part cannot be removed. Equipment damage can result. Do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Olympus will continue to monitor field performance for this device. This report has been submitted by the importer under this MDR report number 2429304-2023-00358.